Manufacturer narrative:
The date of manufacture was not provided in the initial medwatch, the date of manufacture is dec 3, 2008. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during a craniotomy surgery, before use on the patient, it was observed that when the motor device was inserted into the console device, an e8 error code was displayed. As a result, there was a two to three minute delay to the surgery. A spare motor device was used to complete the procedure. The reporter stated that same console device was used with the spare motor device and worked properly. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: contact number (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.